Event description:
It was reported that during the implant attempt, the helix would not extended after being retracted once. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed) and blood in/on the helix mechanism and sleeve head. The tip seal was also observed out of position.